Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that before of surgery, on an unknown date, the unit was in need of repair. The operator could not get the handle on the mesher. The ratchet handle was not able to perform the up and down motion. It was confirmed that the ratchet was not stuck on the mesher. There was no patient involvement. Due diligence is complete.